Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip.

Event description:
It was reported the customer's down arrow button was stuck. The customer's blood glucose was 20 mmol/l at the time of the incident. Customer had treated their blood glucose with a manual injection. It was also found the customer's numbers were scrolling on their own when they attempted to input their blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.